Event description:
Outpatient procedure for a 96 hr bravo ph study using a bravo monitor: the patient returned 5 days later as indicated. When the device was uploaded, only 6 hrs of the 96 hr study were found recorded. The device was sent to the manufacturer in an attempt to extract the additional recording, but was not successful. Patient was not injured, but was required to undergo a subsequent procedure as a result of the device malfunction. This is the third such report of this device malfunctioning at this facility. In the previous instances, the data was recovered by the manufacturer's engineers.